Event description:
As reported by field clinical specialist (fcs), nearly four years post placement of the 29mm sapien 3 valve in the pulmonic position a second 29mm sapien 3 valve was required due to stenosis. The procedure was successful procedure via ij approach. The patient was seen two months prior to valve in valve after not being seen in the office for 14mo. During visit, patient noted ongoing medication noncompliance and fairly sedentary lifestyle. 2d echo performed two weeks prior to valve in valve revealed well seated edwards valve in pulmonic position with pg 46mmhg, mg 29mmhg, and vmax 340cm/s. There was no evidence of pulmonary insufficiency, and questionable valvular thrombi. Given findings of pulmonic stenosis and possible thrombi, he was started on coumadin. One week later, he noted improvement in medication compliance, and weight loss of 8 lbs, but despite that he felt more fatigued and short of breath. 2d echo revealed worsening pulmonic stenosis, as well as increased rv pressure and rv systolic function reduced. Given findings, patient was urgently scheduled for chest cta to assess feasibility for transcatheter pulmonic valve in valve.

Manufacturer narrative:
Update to b5, b7, g4, h2, h6, and h10. UDI ((B)(4). The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at low or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 1% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator).  The use of a sapien 3 valve in a pulmonic thv in the aortic position is not indicated per the labeling; therefore, the device instructions for use and procedural training manual do not provide direction for the use of the device in this application. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be confirmed. However, it is possible patient factors such as chf, dyslipidemia, and metabolic issues contributed to the valve stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Correction to g1 and g2 to reflect current quality director.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI  (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), nearly four years post placement of the 29mm sapien 3 valve in the pulmonic position a second 29mm sapien 3 valve was required due to stenosis. The procedure was successful procedure via ij approach.